Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the systems x-ray switch was stuck. The system may emit additional radiation when the switch is stuck. There is no report of injury or death associated with the event described in this complaint.